Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. There was no indication of any patient involvement associated with this event.

Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. There was no indication of any patient involvement associated with this event.

Manufacturer narrative:
Evaluation summary: (B)(4) -the programmer was returned and analysis confirmed the customer comment that it would not boot up. Analysis also found a broken power cord bay door and a noisy system fan. Product ID 229047, software analyzer. (B)(4).